Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the device was stuck with the wire. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was stuck with a non-boston scientific guidewire. The devices were removed as a single unit and the procedure was completed with another of the same device. No patient complications reported.